Manufacturer narrative:
The device was not explanted. The manufacturing records were reviewed and no non-conformities were found.

Event description:
It was reported to nevro that the patient's ipg incision site did not fully heal. As a result, the wound has been cleaned and fresh bandaging applied. There have been no reports of further complications regarding this event.